Event description:
I had visian icl vision correction performed by dr. (B)(6) with (B)(6). They did not check my pupil size, and now with the icl lenses in my eyes which my pupils in low light dilate larger than the usable area of, I cannot drive safely at night due to extreme halos, star burst and double/ghosting vision. I also have ghosting during office environment lighting so it is not only at night and in low light. They also performed laser iridotomy to both my eyes prior to inserting these lens. I have permanent white line glares and ghosting affects from this also. I have cried over this as a (B)(6) man that my eyes are ruined. I was only told about potential infections, and pressure increase after the surgery. Never was I told about these side effects. I want something done about this! Also, dr. (B)(6) told me face to face when I asked how many of these procedures had he done he said "20 eyes" however on the day of the lens implants the nurse said I was his 4th patient, that she had been in there with him with all of them so far.